Event description:
The customer observed a false nonreactive architect syphilis tp for one patient that was not reported out of the laboratory. The following results were provided (reference range =1 s/co is reactive): sid: (B)(6), initial syphilis result= 0.591 s/co, 0.574 s/co (negative); tppa result= negative; mindray result= 1.516 (reactive); colloidal gold result= positive. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number: 08d06-77 that has a similar product distributed in the us, list number: 8d06-31 / 41, with 510k number: k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any related trends with the architect syphilis tp assay and complaint issue. Additionally, a ticket search by lot indicates lot 73543be01 performs as expected for this product. Device history review did not identify any potential non-conformances, non-conformances or deviations associated with lot number 73543be01 and complaint issue. In-house sensitivity testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. After further review, the customer was more inclined to believe the nonreactive result and was no longer questioning the abbott generated nonreactive result. Based on the investigation the architect syphilis tp reagent lot 73543be01 is performing as intended, no systemic issue or deficiency of the architect syphilis tp reagent was identified.

Event description:
The customer observed a false nonreactive architect syphilis tp for one patient that was not reported out of the laboratory. The following results were provided (reference range =1 s/co is reactive): sid (B)(6), initial syphilis result= 0.591 s/co, 0.574 s/co (negative); tppa result= negative; mindray result= 1.516 (reactive); colloidal gold result= positive. There was no impact to patient management reported.